Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-02551 for device 1.

Manufacturer narrative:
Please see MFR report # 1627487-2010-02551 for eval of device 1. Eval - method: an expected battery life was calculated based on the provided pt parameters and worst case operation. The device history and sterilization records were also reviewed. Results: the expected battery life of the pt's ipg based on the settings and worst case operation is 103 months. The device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the depletion of the ipg battery is premature. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.